Manufacturer narrative:
Section b5: correction; the referenced speed drops and pump stops were reported against the pump in MFR. Report # 2916596-2020-01269.

Manufacturer narrative:
The low speed events and pump stoppages were reported against the pump in MFR. Report #2916596-2020-00925. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low speed advisories and pump stop events, and immediately before the pump exchange, an alarm occurred while the patient was in perioperative area and the controller was exchanged.

Manufacturer narrative:
Section d4: serial number was not provided therefore UDI is not available. Manufacturer's investigation conclusion: the reported event of an alarm occurring on this system controller was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files correlating to this system controller were provided. The nature of the reported alarm that occurred on this system controller before the patient¿s pump exchange was unable to be determined. The root cause of the reported event was unable to be determined through this analysis. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller.the heartmate ii patient handbook section titled ¿emergency contact list¿ cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.